Manufacturer narrative:
Product event: (B)(4). Evaluation (method): device discarded by customer; therefore, device will not be returned for analysis. Evaluation (result and conclusion): device discarded by customer; therefore, device will not be returned for analysis.

Manufacturer narrative:
Method: device discarded by customer therefore device will not be returned for analysis. Result: device discarded by customer therefore device will not be returned for analysis. Conclusion: device discarded by customer therefore device will not be returned for analysis. Product event: (B)(4). (B)(4).

Event description:
Physician states that the device and generator are not providing the level of hemostasis expected and 6 patients have developed hematomas. This supplemental report represents patient #5 who developed a hematoma subsequent to a generator upgrade procedure. The hematoma did not require surgical intervention.

Event description:
Physician states that the device and generator are not providing the level of hemostasis expected and 6 patients have developed hematomas. This supplemental report represents patient #4 who developed a hematoma subsequent to a generator upgrade procedure. The hematoma required surgical intervention to evacuate fluid and revise the pocket.

Event description:
Physician states that the device and generator are not providing the level of hemostasis expected and 6 patients have developed hematomas. This supplemental report represents patient #3 who developed a hematoma subsequent to a generator change out procedure. The hematoma did not require surgical intervention.

Event description:
Physician states that the device and generator are not providing the level of hemostasis expected and 4-5 patients have developed hematomas. In addition, one of the 4-5 patients involved was re-admitted with an infection that required removal and replacement of the patient's pacemaker. Patient information currently unknown but attempting to be obtained.

Manufacturer narrative:
(Method): device discarded by customer therefore device will not be returned for analysis. (Result): device discarded by customer therefore device will not be returned for analysis. (Conclusion): device discarded by customer therefore device will not be returned for analysis. Product event: (B)(4).

Manufacturer narrative:
Evaluation (method): device discarded by customer therefore device will not be returned for analysis. Evaluation (result): device discarded by customer therefore device will not be returned for analysis. Evaluation (conclusion): device discarded by customer therefore device will not be returned for analysis. (B)(4).

Event description:
Physician states that the device and generator are not providing the level of hemostasis expected and 6 patients have developed hematomas. This supplemental report represents patient #1 who developed a hematoma subsequent to a generator change out procedure. The hematoma required surgical intervention to evacuate fluid and revise the pocket.

Manufacturer narrative:
(Method): device discarded by customer therefore device will not be returned for analysis. (Result): device discarded by customer therefore device will not be returned for analysis. (Conclusion): device discarded by customer therefore device will not be returned for analysis. Product event: (B)(4).

Event description:
Physician states that the device and generator are not providing the level of hemostasis expected and 6 patients have developed hematomas. This supplemental report represents patient #6 who developed a hematoma and infection subsequent to a generator upgrade procedure. The hematoma and infection required surgical intervention to evacuate fluid and explant the device.

Manufacturer narrative:
(Method): device discarded by customer therefore device will not be returned for analysis. (Result): device discarded by customer therefore device will not be returned for analysis. (Conclusion): device discarded by customer therefore device will not be returned for analysis. Product event: (B)(4).

Event description:
Physician states that the device and generator are not providing the level of hemostasis expected and 6 patients have developed hematomas. This supplemental report represents patient #2 who developed a hematoma subsequent to a generator upgrade procedure. The hematoma did not require surgical intervention.

Manufacturer narrative:
(Method): device discarded by customer therefore device will not be returned for analysis. (Result): device discarded by customer therefore device will not be returned for analysis. (Conclusion): device discarded by customer therefore device will not be returned for analysis. (B)(4).